Manufacturer narrative:
Date sent to the FDA: 03/17/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape.

Event description:
It was reported that the pt underwent a surgical procedure on (B)(6) 2009, for treatment of pelvic organ prolapse and stress urinary incontinence. The pt experienced erosion, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. No additional information was provided at this time.